Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. However, device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to detached end cap. Device received with loose drive support disk, cracked case at the display window corners, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 495 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. The customer was treated with manual injection. Insulin pump had button error. Drive cap was protruded. The device will be returned for analysis.